Manufacturer narrative:
Results: collar wash.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated "bk rate lo on chol, bk abs lo on ast" and "bk rate high on alb" and "ordac low for alt" errors (blank rate low on cholesterol, blank absorbance low on aspartate transferase, blank rate high on albumin, over range detection and correction low for alanine aminotransferase) on patient samples. Customer reported that this issue has occurred intermittently since last week. Customer reported that they repeated the patient samples and found the results came within range. Customer reported that erroneous results were not generated or reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a loose collar wash. The fse cleaned the cuvettes and performed center alignment on the cuvettes. There were no errors noted after the service by the fse. The fse verified the repairs were performed per established procedures. The fse verified the results met published specifications. The fse validated the system and documented the validation in customer's quality control record. Root cause is not known.